Manufacturer narrative:
Further good faith efforts yielded additional information stating that during the event in question, the patient was noted to have a desaturation of peripheral oxygenation to approximately 60%. CPR was noted to have been performed while a backup device was requisitioned. It was noted that after the device was swapped, the patient issue resolved. Additionally, the following device configuration was noted: device configuration: patient, mask, circuit, humidifier, v60. Circuit: inter-surgical made, model number: 1126411. Mask: fisher & paykel made, model number: rt047 (nivairo). Heated humidifier: fisher & paykel made, model number: mr410. Based on the information currently provided and available, device cause and/or contribution to the patient harm has been confirmed. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" message, the device the stopped working. The device was in clinical use when the issue occurred. It was reported that the patient had a drop in saturation, due to the reported issue. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the issue could not be duplicated. The se reviewed the event log, and the se reported that there was no error codes observed.

Manufacturer narrative:
Based on the information currently provided and available, during clinical and therapeutic use of the v60 ventilator, it was alleged that the device provided a check vent alarm indicating proximal pressure sensor auto-zero failure and additionally ceased operation. During the event in question, the patient was noted to have experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, requiring administration of cardiopulmonary resuscitation (CPR). As such, this complaint record meets criteria as a serious injury. The investigation is ongoing.